Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported unintended system motion could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with a proglide device was attempted in a femoral vein via 7fr sheath using the preclose technique prior to a mitral valve procedure. Reportedly, when inserting the proglide device onto the guide wire, prior to lifting the lever, the footplate was in the open position. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 24fr and the mitraclip procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.